Event description:
It was reported that during a coronary angiography procedure when removing the sheath, the sheath tube was elongated and deformed. The provider used a balloon to expand the sheath before removing it. No patient injury.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.